Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. Initial reporter is a biomedical engineer. The power button broke during use. It malfunctioned during an experimental procedure. The device button had to be taped while it is powered on otherwise the device would power would turn off. There was no patient injury. The device was inspected prior to use. There was no abnormalities observed. There was no residue making the button stick or stuck. There were no errors, warnings, alerts or alarms received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch.

Manufacturer narrative:
Additional information for this event is not yet available. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the power switch of the device was broken. The switch was of the old version. In addition, there was worn out scope socket slider switch causing intermittent use of high intensity mode, corrosion in air tubing, and missing tank socket. Olympus lamp light was output out of specifications.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device power button had to be taped to stay on. There is no patient involvement and no reported harm or adverse impact to any patient.